Manufacturer narrative:
The insulin pump unable to prime during the prime test due to faulty force sensor. Unable to perform the excessive no delivery alarm test due to prime anomaly. Missing end cap sticker.

Event description:
Caller stated that bg was 310 and used bolus and manual * injection and it came down to 281 at time of call. High bg t/s per dop. Patient's bg is 281 mg/dl. Displacement test failed twice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.